Manufacturer narrative:
(B)(4).

Event description:
The consumer reported an out of regulation (oor) screen on the patient programmer. The consumer was able to bypass the oor screen and it was reviewed that the patient would need to follow up with the healthcare professional (hcp) to determine what was causing the oor. It was reported that the patient had been trying to turn their stimulation up higher because of unrelated surgeries. When the patient tried turning the stimulation up the error message came up. The patient has not met with anyone yet but has an appointment with their pain management physician on (B)(6) 2015. It was reported that the patient had a physician appointment on (B)(6) 2016. A manufacturer representative (rep) checked the device to try and determine why the out of regulation (oor) message was appearing. The rep did not see any issues. The oor message was still showing up. There was a report that the therapy was working well for the patient, the only issue was the error code. The rep reported that the oor comes up intermittently, not every day. It was reported that the issue usually occurs when the patient tries increasing or decreasing stimulation. The voltage at which the oor happens was different each time. The patient reported that they don't feel any change in stimulation. No symptoms were reported. Relevant medical history includes cervical radiculopathy.

Event description:
Additional information was received from the patient that reported that the patient was still having the same issues with the out of range screen. The patient was redirected back to their health care provider.

Event description:
Additional information received from a consumer reported that their battery was weak and needed replacement at the end of its functioning time. An elective replacement indicator (eri) message was seen, and it was noted that the patient had broken sections on stimulation.

Manufacturer narrative:
(B)(4)